Event description:
A spectrum pump was returned to the customer's biomedical department for "sticking" keys. However, when the pump was tested in the biomedical department, "sticking" keys were not observed.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and all keys performed as expected and no keys resulted in an incorrect response or double entry. Further evaluation found a carbon build up on the #5 key; this could create a short resulting in an additional input of the #5 key when any other key is selected. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.